Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l56470, implanted: (B)(6) 1998, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported they were unable to aspirate during a dye study. The catheter was flushed and the dye study was completed showing no kinks, leaks or disconnections. The patient was experiencing withdrawal and underdose symptoms so the hcp replaced the spinal segment of the catheter. The pump was used to deliver morphine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had withdrawal - spasms and pain. The pump was reported to be from a different manufacturer. A volume discrepancy was caused by a catheter blockage and was described as a "single port at tip". A dye study was performed with good myelogram. After the replacement, the patient was reported as recovered without permanent impairment.